Manufacturer narrative:
The products were not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on a review article, and no device/lot information was provided. Based on available information, the reported vascular dissection appears to be related to procedural conditions. Additionally, vascular dissection is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported medication required is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. The UDI number is not known as the part and lot number were not provided.

Event description:
This is filed to report after the mitraclip procedure, an aortic dissection was noted and treated with medication it was reported that this was a mitraclip procedure performed on an (B)(6) woman to treat severe mitral regurgitation (mr). The patient had heart failure and biventricular pacemaker implantation. During the procedure, transesophageal echocardiography (tee) detected an aortic dissection. A computed tomography (CT) also revealed a type b aortic dissection. Antihypertensive therapy shrank the false lumen, and the patient was discharged. Details are listed in the attached article, titled acute type b aortic dissection during percutaneous mitral valve repair with mitraclip. No additional information was provided.